Event description:
The user facility reports incident of a leak at the point where the venous side arm tubing joins to the venous chamber cap port. This leak was found approximately one hour into dialysis treatment. Per the facility's procedure, the patient's blood was not returned resulting in ebl = 250cc. No patient injury or need for medical intervention is reported. A new line was set up to complete treatment.